Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went swimming in the pool with his pump and it started alarming critical pump error. He said that it turned off and will not turn back on. The customer¿s blood glucose is unknown and the pump had no cosmetic damage. The customer mentioned that the screen had a red x and a book on the screen. He treated with an insulin pen and said that he had three episodes of hypoglycemia on 3 different days. He said that he fainted three times and that his wife had to give him glucagon 3 times. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error (open book image) alarm or perform functional testings due to blank display. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.